Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No evaluation has been performed as the resolution was confirmed on-site. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the navigation system became unresponsive when importing patient exams. The issue was resolved by restarting the system. No patient was present when this issue was observed.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Unique device identification (UDI) is out of scope on the reported product and inadvertently included on the initial MDR submission.